Event description:
A micro drill medium straight attachment was sent for eval due to overheating during testing. The event occurred during a routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was evaluated and no signs of corrosion or debris was noted and the bearings were well lubricated. The device was not returned to the user facility because it is not repairable once it is disassembled.